Event description:
Three incidents reported of leaks on the bloodline between the arterial tubing and cuvette chamber. Ebl=75 cc. No further info on these incidents was made available by the hosp or the distributor. MDR is filed for blood loss only. No pt injury or need for medical intervention is reported.